Event description:
It was reported that the pump's insulin gauge was depleting faster than expected. There was no impact to the customer's blood glucose level. Customer declined to troubleshoot or provide any relevant details.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.